Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibited sensing issues, and ventricular oversensing. A technical service (ts) consultant reviewed device data and provided recommendations for programming options. The device remains implanted. No adverse patient effects were reported.